Event description:
The customer reported that while the iabp was in use on a patient, the iabp suddenly shut down. The patient was switched to another iabp and therapy continued. No patient injury was reported.

Manufacturer narrative:
An investigation has been opened to document the event. A supplemental medwatch form will be submitted when additional information becomes available. (B)(4).